Event description:
The physician attempted arteriotomy closure with the closer tsl 6 fr. Device. The patient had severe peripheral vascular disease. Following the procedure, the patient complained of right hip pain. Ultrasound was performed and a pseudoaneurysm was detected. The vessel was surgically repaired. The vascular surgeon noted two puncture holes at the site. The patient recovered without further incident.